Event description:
A (B)(6) pt underwent nanoknife ire treatment for lung and abdominal wall cancer on (B)(6) 2010. An event was reported during this procedure. The probe migrated during ire pulse delivery which was corrected by occasionally pulling back the same amount.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the probe migration could not be determined, a records review found no anomalies. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).